Event description:
The facility reports the lifter was parked with no brakes applied. The resident leaned "to the left" (doc assumes away from the pillar) and fell, simultaneously with the lift. The resident suffered a fractured ankle.